Event description:
Pt developed capsular retention syndrome following implant. Pt was rendered nearsighted until corrective laser procedure was completed. Rptr states this is the 3rd occurrence, with the same model, in approx 30 to 40 implants.